Event description:
It was reported that the rotation speed was not stable. A rotapro console was selected for use. During the procedure, burr is spinning at a higher speed than normal. There were no patient complications.